Event description:
The patient received two leads (from the same lot) as part of his scs system. It was reported the patient had ineffective stimulation coverage for his low back. Reprogramming efforts were unsuccessful at resolving the issue. It was reported the physician plans to perform surgical intervention at a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.